Manufacturer narrative:
(B)(4). Therapy date: (B)(6) 2017. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the juggernot fractured. The broken piece remains in the patient.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information (B)(4). The reported event could not be confirmed based on limited information received. No product was returned; therefore, the visual inspection was not performed. Device history record  (DHR) was reviewed and no discrepancies were found. This event is related to a stand alone implant; therefore, implant compatibility is not applicable. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that during anchor insertion, the juggerknot inserter fractured. The broken piece remains in the patient. No patient consequences have been reported.